Manufacturer narrative:
A medtronic representative (rep) went to the site to test and inspect the equipment. The rep spoke with site staff. The site confirmed that the system had been on since 6am that day and used many times even after the reported incident. This is a high use site and they are consistently using the imaging system simultaneously from one case to another without really having time in between cases to let the system charge. The site chose to wait for the planned maintenance (pm) this month for routine battery replacement. The system was currently functional per hospital staff. The imaging system passed the system checkout and was performing as intended. No parts were replaced on the system. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device. It was reported that a medtronic representative (rep) was assisting the site in moving the imaging system, and after pushing it a short distance down the hallway the image acquisition system (ias) died. They had to push it the rest of the way manually. The rep confirmed that the system had been plugged in over the weekend. There was no clinical impact, and there was no patient involved.